Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) was restricted from deploying. There was no reported patient injury and had no infectious disease. The user is trained to the device. The device was used after a intracranial angiography surgery. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) was restricted from deploying. There was no reported patient injury and had no infectious disease. The user is trained to the device. The device was used after a intracranial angiography surgery. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kink was observed, located 1 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The dimensional analysis was found to be within specification. An indicator wire deployment test simulation was performed after the guard was locked, achieving the expected indicator wire deployment. The reported event of ¿indicator wire deployment difficulty¿ was not observed through analysis of the returned device since once the guard was locked, as per the instructions for use (IFU), the indicator was deployed. The cause of the reported issue can most likely be attributed to handling since the device was received with the guard unlocked. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.